Manufacturer narrative:
The received device had the cannula assembly deployed. Inspection of the device did not find any issues that would result in infusion site bleeding or bruising. No damages to the fluid path that would result in high blood glucose levels. A root cause could not be determined for the reported bleeding and bruising.

Manufacturer narrative:
The product was returned and is pending the completion of the investigation.

Event description:
It was reported that a patient's blood glucose reached 420 mg/dl while wearing the pod between for longer than 49 hours on the arm. Subsequently, patient was taken to the emergency room after a neighbor who was an emt could not stop the bleeding from the insertion site. The patient was diagnosed with hypoglycemia and blood work was taken. The test results of the blood work are unknown. The patient had a bag of food and a bolus of insulin was administered (2.5 units). No medications were prescribed. A new pod was applied after the event.